Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 539mg/dl. The customer reported that they had a few infusion sets that had to be replace due to the fact that they didn¿t adhere correctly, but that¿s a rarity, or they were in scar tissue, which means they didn¿t deliver and the customer had high glucose reading. The customer had high blood glucose, reservoir anomaly, set not adhering and blood at site. The customer declined to troubleshoot for the highs. The insulin pump will not be returned for analysis.